Manufacturer narrative:
Corrected information: h3. Yes h6. Investigation findings: 3252. Investigation conclusion: 61. Visual inspection confirms the distal tip of the driver sheared off. The failure is likely due to improper loading before torque delivery through the driver tip. Review of device history records showed there were no manufacturing or processing related irregularities. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the driver broke off. There is no report of patient involvement.